Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013, reporting that the patient was admitted to the hospital for a low blood glucose on (B)(6) 2013. The patient was treated in the ICU and released on (B)(6) 2013. The healthcare professional asked that the pump be checked. There were no changes made to advanced features and they were set as desired. Customer support (cs) completed troubleshooting and there were no issues found with the pump. The insulin was reviewed and no issues found. Although no specific evidence of pump malfunction, defect, or misuse was detected, this report is being made due to the possibility that the use of an insulin pump may have contributed in an unidentified manner to the blood glucose incident.